Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-14202 and 1627487-2012-14203. The patient had two leads implanted with the same lot number. It was reported the patient was no longer receiving effective stimulation. The patient underwent revision surgery on (B)(6) 2012 to replace his leads. The physician removed the patient's leads and attempted to implant new leads. The physician was unable to access the epidural space, and could not advance the lead due to stenosis (reference MFR report: 1627487-2012-11850). Revision was aborted. The patient was referred to a neurosurgeon for a possible paddle lead placement. The patient's ipg remains implanted. Surgical intervention is pending to address the issue.